Event description:
It was reported that during an unknown procedure, the clamp could not close as usual. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good visual condition. Upon functional testing it was noted that the hand activation contacts were damaged. The device was tested on the generator and it was difficult to rotate the shaft when the instrument was attached to the handpiece. Upon testing the hand control buttons were found to be non functional, however the device did activate when tested with the footswitch. Upon mechanical inspection it was noted that the trigger did not move the clamp arm. The device was disassembled to inspect the internal components and the ¿trigger pin¿ was missing but there was evidence that the trigger pin did not leave the manufacturing facility missing in the form of grove marks in the attaching component (link) ; in addition, corrosion was found at the hand activation domes. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. No conclusion could be reached as to how the trigger pin was missing. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.